Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was not received for investigation. Visual inspection did not reveal any damage, except for a bent guide wire and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a bravo capsule which failed to attach, customer stated then when they attempted to remove the capsule they also had problems. Once removed the capsule fell on the floor and they disposed of it. There was no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient which led to the incident, but about the device customer stated it seemed the button did not push "normally". Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for more than 5 years, and was trained by a given representative. The vacuum source used was a medela pump and the vacuum pressure before the procedure (with finger and without) was 550. No lubricant was used to facilitate the capsule placement. Only the delivery system will be returned to given as the capsule was discarded. The physician is not clear to what caused the failure to attach.